Event description:
Per adverse event form, "initial chest x-ray at midnight post implant in 2009, showed an 8mm left apical pneumothorax. Oxygen was increased to 6l overnight and pa and lat views at 6am showed no pneumothorax." The device remains implanted.